Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Issue could not be duplicated. Functional verification test, ctu calibration. Unit passed all test. The reported event is unconfirmed; labeling/packaging review and DHR review are not required. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was a difference in patient temperature and system temperature output, 3 degrees of difference. Per follow up information received via mail on 02jan2025, the device was sent to s-inter for repair. Problem could not be reproduced. Calibration/severe testing done to repair. No impact to patient, switched to different device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was a difference in patient temperature and system temperature output, 3 degrees of difference.